Event description:
Related MFR report number: 2017865-2023-38196. It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead and pacemaker (pm). On (B)(6) 2023, the physician elected to cap and replace the rv lead and to explant and replace the pm. There were no patient consequences.